Event description:
The manufacturer received information alleging a ventilator's oxygen setting was unable to be adjusted and the device powered off. There was no patient harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's oxygen setting was unable to be adjusted and the device powered off. There was no patient harm or injury reported. The device was returned to a third party service center for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.